Manufacturer narrative:
On 06-jun-2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and installation date. Additionally, corrective and preventive measures will be implemented, as appropriate. Due to character limitations, the customer site information was truncated within this report. (B)(6). (B)(4).

Event description:
On (B)(6) 2019, a tightness check was performed on an (B)(6) customer's cobas 6800 system and failed at several positions on the rear processing head. Additionally, there were signs of droplets in the rear heating station, and p07p error flags, which indicate a volume error during supernatant removal, were observed within the provided data. The local field service engineer replaced all o-rings and stop discs, which resolved the reported issue. There was no indication of erroneous results, and no harm or injury was indicated.